Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the photo provided by the customer confirms the reported issue of during preparation of cataract surgery it was noticed there was no soft tip inside package. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo provided by the customer confirms the missing soft tip on the cannula. The missing soft tip is a manufacturing issue related to the cannula assembly process. An investigation was initiated to investigate the cause of the missing soft tip on the cannula. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic cannula had no soft tip inside the package during preparation of cataract surgery. Procedure completed on the same day. No patient harm was reported

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation, however the attached customer photo confirms the reported issue of during preparation of cataract surgery it was noticed there was no soft tip inside package. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The attached photo from the customer confirms the missing soft tip on the cannula. The exact root cause for this complaint could not be determined, however; possible contributing factors related to the internal manufacturing process cannot be conclusively ruled out. An investigation was initiated to investigate the cause of the missing soft tip on the cannula. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).